Event description:
Latex-free half set noted to leak. Holes identified on anterior section of tubing between blue cap and end piece where tubing is seated into infusion pump. 7cc loss of platelet infusion. Less than 1 day delay in care/svc of loss of work time.